Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, acoustic lens peeled off, adhesive part of the bending section rubber broken, coating at the universal code peeled off, crumple at the ultrasonic code, adhesive part of ultrasonic connector corroded, crease at the switch 1, corrosion at the electrical connector due to leakage, and loosed factor out of standards due to damage of ultrasonic probe. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the ultrasonic gastrovideoscope created a splash with air/water. The event occurred during preparation for use, prior to an unknown procedure. It was reported that the procedure as completed using similar device. Upon inspection and testing of the customer returned device, missing piece / chip / parts fell off the scope probe unit and the scope acoustic lens was found peeled off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a physical stress by dropping and/or knocking the affected part to a hard surface/object and applying a chemical stress during the cleaning/sanitization process the following information is stated in the instructions for use (IFU): do not coil the insertion tube or universal cord into a diameter of less than 12 cm. Equipment damage can result and/or the ultrasonic image will be abnormal. ·do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images. ·do not twist or bend the bending section with your hands. Equipment damage may result. ·the endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling or twisting them with excessive force can break the switches and/or may cause water leaks.¿ olympus will continue to monitor field performance for this device.